Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a derailed grip cable from its normal position at the distal end. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause. Cracked pulleys, shafts, and disks inside the housing can be caused from incorrect cleaning or sterilization techniques used during reprocessing. A cracked clamping pulley at the proximal end can cause the cable to become dislodged, so cable tension is lost, and results in the cable becoming derailed or loose at the opposite distal end.